Manufacturer narrative:
The reservoir does not stay locked in place due to the reservoir tube lip partially broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had cosmetic damage to reservoir ring and ring was taped. The customer¿s blood glucose level was 176 mg/dl. The insulin pump will be returned for analysis.